Manufacturer narrative:
(B)(4): product evaluation: analysis found that the mobile jaw of the instrument is missing. The fragment was not returned by the client. Considering the size of the fragment (1cm) and the type of surgery (ear microsurgery), the fragment is probably not in patient contact. The fixed jaw is badly damaged. The pin between the body and the mobile jaw is broken and its fragment is still on the forceps. The most probable cause is an excessive effort during the use or the reprocessing of the instrument. Results: fracture problem. (B)(4).

Event description:
The device was returned with a request for repair. Analysis found that the mobile jaw of the instrument is missing. There was no reported patient impact.